Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the nurse engaged the safety mechanism and heard it click, however, when she went to throw away the needle, she stuck herself and noticed that the needle was poking through the safety mechanism. The customer further stated that the needle was used on the patient. The nurse was sent to the employee health department to be cleared and have any tests run to make sure about the harmful exposure. The customer assuming that the nurse is back at work.